Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the mildy calcified, non-tortuous left anterior descending (lad) artery. The physician implanted the 3.50x12mm taxus express2 drug eluting stent. Upon withdrawal of the catheter, resistance is felt. The physician describe it as a "sticky balloon". No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.